Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was presumed that the suggested event may have occurred broken image sensor or the electronic parts on the circuit board in the video connector such as a capacitor and no irregularities were found for the image sensor cable. However, the definitive root cause of the event was unable to be specified since the causal investigation for the electronic parts was very difficult to conduct. Thus, the device did not meet its functions and specifications, thereby confirming the occurrence of the event. The event can be detected/prevented by following the instructions for use: it was confirmed that instructions operation manual chapter 3, ¿preparation and inspection¿ section 3.6, ¿inspection of the endoscopic system¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device. Additional information: b5, d8, d9, h3.

Event description:
Additional information: the issue occurred during preparation for use for a therapeutic laparoscopic cholecystectomy procedure.

Manufacturer narrative:
E1 establishment name: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the laparo-thoraco videoscope had an image defect with horizontal lines all over the screen. The issue occurred during preparation for use. The doctor replaced it with another similar device and completed the procedure. There were no reports of patient harm.